Event description:
First oxygenator: noted small leak of clear prime fluid from gas exhaust port prior to placement to hook up for patient use. Second oxygenator: small amount of blood leaking from gas exhaust port while patient on ECMO. Oxygenator changed immediately with different lot number. No patient sequelae noted.